Event description:
It was reported that after a percutaneous peripheral procedure, arteriotomy closure of the right common femoral artery was attempted using perclose proglide devices. Reportedly, when the needle plunger was removed, the expected single suture was not present. The device was removed over a guide wire and two additional proglide devices were attempted with the same results. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other two perclose proglide devices, referenced were filed under separate medwatch manufacturer reports.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis; however, subsequent information revealed the device is not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.